Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that during surgery, the device stopped suddenly and did not function afterwards. There was no significant delay, and surgery was completed with another device. No serious injury is reported, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated by the supplier, and the reported event was confirmed. According to the repair report received by the manufacturer, the device was visually in fair condition; however, cable is cut and coming out of housing, corrosion found inside connector end, vacuum tube is loose, black anodize gone from housing, moisture and debris inside housing and the motor bearing is rusty. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation conclusion determined that cleaning chemicals used most likely caused the damage to the unit; however, a conclusive root cause could not be determined. The device was repaired and returned to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.